Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 26-jul-2025, the user reported that the ilet device powered off due to battery depletion, was placed on the charger, and was fully charged when the user returned. During this time, blood glucose (bg) was elevated. A fingerstick reading showed a bg of 520 mg/dl, while the ilet displayed 269 mg/dl. The user administered backup insulin injections, calibrated the sensor, and later performed a full supply change. Bg subsequently returned to range. The device provided high bg alerts. No medical intervention was required.